Event description:
Reportedly, the pt passed through airport security areas (hand scanner). He complained of pulsation in the neck and swollen ankles and felt the change had occurred since passing through airport security areas. Prior to interrogation on (B)(6) 2012, the technician noted vvi pacing on the ECG; upon interrogation, the device was found in standby mode. Normal parameters were resorted successfully. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.